Event description:
It was reported that during a da vinci s surgical procedure, the wires of the small clip applier instrument were noted to be broken. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. A visual inspection shows no damage to the drive cables at the distal end. Grips are able to open/close when input discs are manually rotated. Additional observation not reported by site is tube damage. The distal end of the main tube has scratch marks with light material removal. Scratch mark is .210 in length and axially aligned with the tube axis. There were 65 fires left. No other damage was found. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.